Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) have not been recovered. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor 10/16/2014, belt 10/05/2020.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away while wearing the lifevest on (B)(6) 2021. It was reported that ems found the patient deceased in their home. Review of the patient's download data indicates the patient received one inappropriate shock in response to multiple counting on the date of passing. The patient was in af at 150 bpm between 20:20:27 on (B)(6) 2021 and 03:33:47 on (B)(6) 2021. The patient's rhythm degraded to vt at 100 bpm, but the patient's rhythm self-converted to a paced rhythm at 60 bpm. The vt arrhythmia self-converting, and the rate of the vt arrhythmia being below the physician-prescribed rate threshold of 150 bpm prevented the lifevest from treating the arrhythmia. The patient was in a paced rhythm at 60 bpm with tall t waves at 06:22:55. The patient received the inappropriate shock at 06:24:10. The patient's rhythm at the time of the treatment shock was a paced rhythm at 50 bpm with tall t waves. The patient's post-shock rhythm was asystole with pacemaker spikes. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 11:13:53.